Manufacturer narrative:
(B)(4). Evaluation, results: mi, stent thrombosis, revascularization, gi bleed.

Event description:
Investigator has stated that the mi event was definitely related to the study device and study drug and was not related the study procedure. Patient had chronic heart failure with pauses and atrial fibrillation. Patient was intubated, a pacemaker was implanted and the patient is in ICU.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad during index procedure. It is reported that the pt suffered a spontaneous gastrointestinal (gi) bleed approximately 1 month post index procedure. It is reported that the plavix was stopped and the pt received 6 units of a transfusion of fresh frozen plasma and packed red blood cells. It is reported that the pt was taking the required medication at the time of the event. Investigator has indicated that the event was not related to either the study stent or the study procedure. It is reported that approximately one week later, the pt developed chest pain with st elevation and underwent thrombectomy, angioplasty and stent placement. The stent thrombosis event is reported to have occurred in the mid lad and the pt had discontinued aspirin and clopidogrel at time of event. Investigator has indicated that the event was related to the study stent but was not related to the study procedure. The mi event is reported as an acute stemi, non-q wave mi involving the target lesion. It is reported that there were two integrity stents implanted in the mid lad during revascularization. (Ref MFR report# 9612164-2011-00046).